Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 2.2 was not detected on the server and the users were not able to access the drawer. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 04-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.2 was not detected. A field service engineer inspected main drawer 2.2 and tested it in the hardware test application with no issues identified, noted that none of the medications in the drawer were showing as loaded, removed all medications and had customer reload them into the drawer. Confirmed in the application that all medications were correctly showing as loaded. The system functioned as intended after the field service engineer troubleshot the device.